Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were identified. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that during a pericardial drainage procedure, the tip of the access kit catheter broke off and remained inside the patient during removal. The provider plans to remove the retained tip of the catheter. No additional information available at this time.